Manufacturer narrative:
Unknown however it was reported the patient was (B)(6). The complainant was not able to provide the lot number of the suspect device, therefore the date of manufacture and date of expiry are unknown. (B)(4). A search of the complaints database for similar complaints revealed no adverse trends for this defect type. The handle and ligator head were returned for evaluation. Visual examination of the returned device found 5 bands were returned; 2 remained intact on the ligator head and three were separated from the ligator head. It was also noted the teeth on the ligator head were damaged. The deployment thread was attached to the distal end of the trip wire however was separated from the ligator head. The suture detachment found was most likely due to removal of the ligator head from the scope after the procedure was completed. The trip wire was found kinked and tangled around the drum indicating bands had been deployed. The defects on the trip wire are likely due to anatomical/procedural/operational factors encountered during the procedure. A functional test was performed and an audible click was heard with each turn of the handle. It was also noted the trip wire was cinched in the handle assembly. The investigation results were not able to confirm the customer's complaint that no "clicking" was heard during band deployment.

Event description:
It was reported to boston scientific that a speedband super 7 was used to band a varix in the esophagus during a procedure on (B)(6) 2010. According to the complainant, the speedband was positioned within the esophagus, the handle was rotated and the bands were deployed. The only reported malfunction was when the handle was rotated there was no "clicking" noise heard. The speedband is designed to create and audible click to indicate release of a band, however the device's failure to click had no effect on band deployment and the procedure was successfully completed with this speedband. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "fine". Investigation results on the returned device revealed the teeth on the ligator head were damaged. This is contrary to the initial report that the only malfunction or defect was the lack of "clicking" during band deployment. Based on the device evaluation, this complaint has been deemed a MDR reportable event.